Manufacturer narrative:
H.6. Investigation: sample and photo were returned to manufacturer. After photo examination, the team was able to confirm the white foreign matter on the needle, which consists of epoxy (the glue used to join the cannula into the hub) located along the cannula surface. A device history record could not be evaluated as the lot number is unknown. This nonconformance occurred in the assembly process in which the adhesive is added to the hub, likely due to a temporary stoppage in the process or any malfunction of the epoxy dosage machine. Then, a higher quantity of epoxy was added to and fell to the next cannula resulting in the observed issue. H3 other text : see h.10.

Event description:
It was reported that bulk needle ns 30ga 1/2in had foreign matter. The following information was provided by the initial reporter: the customer complained about a white residue on the needle. The needle has been returned to me, and I can confirm that the residue is glue from the manufacturing process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: the customer provided lot # 200520. This does not match the catalog number provided. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bulk needle ns 30ga 1/2in had foreign matter. The following information was provided by the initial reporter: the customer complained about a white residue on the needle. The needle has been returned to me, and I can confirm that the residue is glue from the manufacturing process.